Event description:
Event description cpi received information that this bipolar lead was damaged during the implant procedure. An inasive procedure was performed to implant an implantable pulse generator (ipg) and lead system, while trying to implant the lead, the helix became attached to the valve and would not release. The helix tip straighted out in the process, the physician elected to implant a new lead. Attempted implant-08/12/96. * the physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.